Event description:
Customer reported the power cord has cuts in it. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the outside cable length to remove exposure to the cuts, and ordered a new power cable. System operates as intended.